Event description:
As reported by the user facility: "took a newborn to the lab to perform a septostomy. Dr. Performed it twice, which went well. However, when another dr. Pulled, the balloon ruptured and avulsed off the catheter. The fragments became lost in the baby's heart. After many attempts to retrieve, she was taken to the or to retrieve; however, was unsuccessful. She was taken back to the or 2 days later by the cardiac surgeon and subsequently died. The balloon appeared to be in the mv apparatus."

Manufacturer narrative:
These balloon catheters are manufactured and purchased from numed, inc. It was reported the actual device was destroyed by the user facility and is not available for the manufacturer to evaluate. All available information has been forwarded to numed for evaluation. A follow-up report will be submitted when additional information becomes available. Neither the manufacturer (numed) nor the distributor (b. Braun medical) understand the term "mv apparatus" as reported by the user facility. Follow-up calls to the facility to ask for an explanation have not been returned as of the date of this report.